Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic with swelling in the left arm. It was determined that the left subclavian vein was occluded. The right ventricular lead was explanted and replaced. The patient was in stable position post procedure.